Event description:
It was reported by the peritoneal dialysis (pd) nurse that the pt expired due to cardiac arrest. The pt had his cycler replaced prior to the event and was completing pd therapy manually. The pt's daughter called the pd nurse and stated that the pt was not making sense and his blood pressure was 70/50. The nurse advised the pt's daughter to call 911. The pt was brought into the hosp where he later passed away.

Manufacturer narrative:
A clinical investigation was performed. The pt's med records were reviewed. The pt had several co-morbidities that included heart disease. The initial eval and the use of a balloon pump point at an episode of severe hypertension due to cardiac etiology. Per the fmc associate med dir, pt had a significant history of cardiac disease, and presented to the hosp with severe hypotension, which was treated with a balloon pump. History and laboratory findings do not support the possibility of a peritonitis. There is no report of fever or cloudy effluent on the subsequent encounters, and pt did not present with leukocytosis during the eval in the hosp. The actual device was returned for eval and determined to be functioning according to product specifications. There was dried fluid under pump a and b mushroom head and within the recess of the bottom cover adjacent to the pump. The cycler passed a mushroom head check. The load cell verification failed and was repaired by completing the load cell calibration. The scale calibration was within tolerance. The simulated treatment was performed and completed without any failures or problems. No fluid leaks in the test cassette. A batch record review was conducted and confirmed there were no deviations or nonconformities during the mfg process. Product labeling, material, and process controls were within specifications.